Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, high, out-of-range pacing impedance was observed on the left ventricular (lv) lead. The device was reprogrammed to resolve the high lv lead impedance. The patient was stable with no adverse consequences.